Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device had a cracked case at the display window corner, minor scratched lcd window, a cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of button error alarm on their insulin pump. The customer's blood glucose is unknown. Customer was advised to discontinue use of pump, and that the pump would need to be replaced. Continuation of therapy pump is to be sent out.